Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of death. Although the patient was connected to the liberty select cycler at the onset of the event(s), there is no allegation or objective evidence indicating a liberty select cycler product deficiency or malfunction caused the patient¿s expiration. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. However, given the absence of a treatment record, death certificate, esrd death notification, autopsy and no manufacturer evaluation of the suspect device. The liberty select cycler cannot be excluded from having a possible contributory role in the patient¿s expiration, as there is insufficient evidence/documentation to accurately investigate the event(s).

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away last night on the cycler. Although the patient was connected to the liberty select cycler at the onset of the event(s), there is no allegation or objective evidence indicating a liberty select cycler product deficiency or malfunction caused the patient¿s expiration. Additional information was requested, however it was not available.